Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jan-2019, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 20-jan-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 28-mar-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 28-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was explanted due to an infection. The system was working fine at the time of the explant. The patient made the decision to explant due to the infection. The patient was getting good therapy, but decided to explant the system. The goal would be to re-implant the dbs after the patient was clear of infection. The issue was resolved. There were no further complications reported.